Event description:
It was reported that during a peripheral atherectomy and angioplasty intervention procedure, a balloon rupture occurred. Access was obtained via the right common femoral artery. The 70% stenosed target lesion was located in the severely calcified and mildly tortuous left popliteal artery with a diameter of 6mm. A 6.0mmx100mmx135cm sterling balloon catheter was used to post dilate the lesion after the physician performed atherectomy. Upon inflation at 12 atmospheres, the balloon ruptured circumferentially. They believe that a sharp piece of calcium hooked the balloon causing the rupture. The balloon was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: over 60 years of age. (B)(4).

Event description:
It was reported that during a peripheral atherectomy and angioplasty intervention procedure, a balloon rupture occurred. Access was obtained via the right common femoral artery. The 70% stenosed target lesion was located in the severely calcified and mildly tortuous left popliteal artery with a diameter of 6mm. A 6.0mmx100mmx135cm sterling balloon catheter was used to post dilate the lesion after the physician performed atherectomy. Upon inflation at 12 atmospheres, the balloon ruptured circumferentially. They believe that a sharp piece of calcium hooked the balloon causing the rupture. The balloon was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: the sterling catheter was received inside a sterling shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 30mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).